Event description:
It was reported that patient had a breast biopsy in 2008, and approximately three weeks later, patient noticed a rash that has not gone away. No additional information was provided.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.